Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 750 mcg/day) via an implantable infusion pump. It was reported that the patient had never done well with the therapy. A failed die study was performed; no csf was drawn back from the catheter access port. Surgery was performed to replace the spinal segment and when it was cut csf was noted.